Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with two revaclear 300 dialyzers, two internal blood leak alarms were triggered. The first alarm occurred 1 hour and 30 minutes prior to the end of therapy. It was reported fibers were broken. The patient was disconnected and a new dialyzer was setup. During patient treatment, a blood leak alarm was triggered again. It was not specified when in the process this occurred. It was reported the filter had broken fibers. The blood in the circuit was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.